Manufacturer narrative:
Follow-up report is being submitted to report this is a duplicate. Please refer to original MFR report # 1825034-2011-00882.

Event description:
It was reported that during an anterior talofibular ligament reattachment, posterior tibial tendon transfer, the first two anchors were implanted with no reported issues. During the insertion of the third anchor the tip of the inserter fractured and was unable to be located. The surgeon reset the anchor on one of the previously used inserters and completed the procedure without issue.

Manufacturer narrative:
The following sections could not be completed with the limited information provided. Expiration date & lot number - it is unknown which of the two lots implanted fractured: 384750 or 781540. Manufacture date - it is unknown which of the two lots implanted fractured: 384750 or 781540. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lots released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "bending or fracture of the implant."